Event description:
Written report received states "off/tubing-connector." Reporter further indicated that the male luer adapter separated from tubing. Reported condition was discovered before use thus resulting in no patient involvement. Two units are affected with reported condition.